Event description:
The account stated on two separate occasions, a patient fell and the bed exit did not alarm.

Manufacturer narrative:
The technician investigated and found the account could not identify the beds involved in the incidents nor was any patient information available. The account is in the process of replacing the bed exit tape switches on all of their 8400 beds.